Manufacturer narrative:
The insulin pump had button error alarm and unresponsive buttons due to corroded keypad traces. The device was also received with a scratched lcd window and missing end cap sticker. No moisture damage on motor assembly or electronic assembly noted; however, it had a bleeding lcd glass. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after being exposed to moisture. The customer explained that she had the insulin pump against her skin and was sweating. She stated she changed the battery but was unable to clear the alarm. Blood glucose value was 109 mg/dl. The customer stated the insulin pump was exposed to water. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.